Event description:
It was reported that this patient presented to the emergency room (ER). The patients wife noted with her head on the patients chest, they believed their heart rate was slow and their heart was pounding hard. The patient reported maybe feeling lightheaded. Boston scientific technical services (ts) reviewed a device data transmission, noted the heart rate was 50 to 60 beats per minute, and indicated the device paced beats look the same as the beats without pacing. Ts also indicated the atrial rate was 87 beats per minute on the presenting electrogram. In addition, the shock electrogram showed the right ventricular (rv) lead was not capturing, the rv shock impedance was high out of range greater than 200 ohms at the last device check, which is a known issue, and rv pace impedance appeared to be decreasing for approximately two months. Ts also noted that the patient appears to have heart block based on review of stored episodes, and the overall pacing was zero (0%) in the right atrium and 7% in the right ventricle. The ER physician was aware that based on the threshold measurements from approximately eight months ago, the implantable cardioverter defibrillator (ICD) device is not programmed to the appropriate pacing output safety margin in the rv and the rv lead is likely not capturing. The local boston scientific representative was paged to interrogate the ICD device and it was noted that additional actions would be decided upon after the in-person device check. The rv lead and ICD device remain in-service. No additional adverse patient effects were reported.

Event description:
It was reported that this patient presented to the emergency room (ER). The patients wife noted with her head on the patients chest, they believed their heart rate was slow and their heart was pounding hard. The patient reported maybe feeling lightheaded. Boston scientific technical services (ts) reviewed a device data transmission, noted the heart rate was 50 to 60 beats per minute, and indicated the device paced beats look the same as the beats without pacing. Ts also indicated the atrial rate was 87 beats per minute on the presenting electrogram. In addition, the shock electrogram showed the right ventricular (rv) lead was not capturing, the rv shock impedance was high out of range greater than 200 ohms at the last device check, which is a known issue, and rv pace impedance appeared to be decreasing for approximately two months. Ts also noted that the patient appears to have heart block based on review of stored episodes, and the overall pacing was zero (0%) in the right atrium and 7% in the right ventricle. The ER physician was aware that based on the threshold measurements from approximately eight months ago, the implantable cardioverter defibrillator (ICD) device is not programmed to the appropriate pacing output safety margin in the rv and the rv lead is likely not capturing. The local boston scientific representative was paged to interrogate the ICD device and it was noted that additional actions would be decided upon after the in-person device check. The rv lead and ICD device remain in-service. No additional adverse patient effects were reported. Additional information was received that this ICD device was subsequently explanted and replaced with another manufacturers ICD device. The device was returned to boston scientific. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a malfunction or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits. The device has been returned for analysis. This report will be updated upon completion of analysis. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a product performance issue or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a performance issue or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.

Event description:
It was reported that this patient presented to the emergency room (ER). The patients wife noted with her head on the patients chest, they believed their heart rate was slow and their heart was pounding hard. The patient reported maybe feeling lightheaded. Boston scientific technical services (ts) reviewed a device data transmission, noted the heart rate was 50 to 60 beats per minute, and indicated the device paced beats look the same as the beats without pacing. Ts also indicated the atrial rate was 87 beats per minute on the presenting electrogram. In addition, the shock electrogram showed the right ventricular (rv) lead was not capturing, the rv shock impedance was high out of range greater than 200 ohms at the last device check, which is a known issue, and rv pace impedance appeared to be decreasing for approximately two months. Ts also noted that the patient appears to have heart block based on review of stored episodes, and the overall pacing was zero (0%) in the right atrium and 7% in the right ventricle. The ER physician was aware that based on the threshold measurements from approximately eight months ago, the implantable cardioverter defibrillator (ICD) device is not programmed to the appropriate pacing output safety margin in the rv and the rv lead is likely not capturing. The local boston scientific representative was paged to interrogate the ICD device and it was noted that additional actions would be decided upon after the in-person device check. The rv lead and ICD device remain in-service. No additional adverse patient effects were reported. Additional information was received that this ICD device was subsequently explanted and replaced with another manufacturers ICD device. The device was returned to boston scientific. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a malfunction or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits. The device has been returned for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a malfunction or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.

Event description:
It was reported that this patient presented to the emergency room (ER). The patients wife noted with her head on the patients chest, they believed their heart rate was slow and their heart was pounding hard. The patient reported maybe feeling lightheaded. Boston scientific technical services (ts) reviewed a device data transmission, noted the heart rate was 50 to 60 beats per minute, and indicated the device paced beats look the same as the beats without pacing. Ts also indicated the atrial rate was 87 beats per minute on the presenting electrogram. In addition, the shock electrogram showed the right ventricular (rv) lead was not capturing, the rv shock impedance was high out of range greater than 200 ohms at the last device check, which is a known issue, and rv pace impedance appeared to be decreasing for approximately two months. Ts also noted that the patient appears to have heart block based on review of stored episodes, and the overall pacing was zero (0%) in the right atrium and 7% in the right ventricle. The ER physician was aware that based on the threshold measurements from approximately eight months ago, the implantable cardioverter defibrillator (ICD) device is not programmed to the appropriate pacing output safety margin in the rv and the rv lead is likely not capturing. The local boston scientific representative was paged to interrogate the ICD device and it was noted that additional actions would be decided upon after the in-person device check. The rv lead and ICD device remain in-service. No additional adverse patient effects were reported.